Event description:
It was reported that the ventilator does not cycle. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that device did not cycle and the cassette fitting was missing. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, the customer repaired the device himself, hence there was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. The solution to the issue is unknown and it is not possible to know which parts have been found defective. The issue was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. There was no patient harm. Unfortunately, neither the device's logs nor the service report were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of field h8 usage of the device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse h3. Other text : 4117.

Event description:
Manufacturer's ref. #: (B)(4).